Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had a blood glucose (bg) of 300-400 mg/dl with large ketones and nausea. During troubleshooting, the reporter stated that the health care provider had instructed them last week to change the rate, but the reporter had incorrectly entered the rate; programming a rate of 0.075 unit/hr from 12am to 6am when it should have been 0.75 unit/hr. Reporter also states the patient has a concurrent condition/illness which is causing the bg excursion. Customer support (cs) advised reported to make the hcp aware of the programming error and attributed the bg excursion to user error. No indication of pump malfunction was found, and the patient continues on the pump. This complaint is being reported because the patient experienced hyperglycemia related to the pump being programmed incorrectly by the reporter.